Event description:
It was reported that a patient, (B)(6) female, underwent a right atrial flutter procedure with a stockert 70 system and suffered a 2nd degree burn. The patient developed a skin burn under the grounding patch along one edge on the left lower back. The grounding patch was a non-bwi device, a valleylab¿ single patch. The burn was classified as a 2nd degree burn the size of a dime that was treated with silvadene cream and observed. The patient did not require further intervention. The patient fully recovered with no residual effects. The physician¿s opinion regarding the cause of this adverse event is that this is device related. Stockert generator settings during the event include: temperature control mode set at 70 watts and 55 degrees celsius. Total radio frequency (rf) delivery time was 17 minutes. The awareness date was updated for this record because more information became available to bwi on (B)(4) 2014. The stockert generator has not been made available at the time of submission of this report for analysis.

Manufacturer narrative:
(B)(4). It was reported that a patient, (B)(6) female, underwent a right atrial flutter procedure with a stockert 70 system and suffered a 2nd degree burn. The investigational analysis has been completed. Follow-up was performed and device was not shipped for repair. Service was declined, therefore no further analysis can be conducted and customer complaint cannot be confirmed. The device history record was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures.

Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Concomitant products: 8mm celsius catheter: model # d-1194-22-s , lot# 16055908m. (B)(4). A valleylab¿ single patch patient return electrode (lot #251466x, cat# e 7506) was also used during the event. The manufacturer has been sent a letter notifying them of their product¿s use during this event.